Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.385 mm. The grips were not found to be cracked. The instrument passed engagement, recognition, intuitive motion test, and clip test on an in-house system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tips of the medium-large clip applier instrument were not aligned. A fragment fell into the patient and was retrieved during the same surgical procedure. The procedure was completed as planned.